Event description:
The customer stated that the waste tubing of the cell-dyn sapphire analyzer crashed and was spilled out of the waste container with a potential exposure to the hazardious materials. No injuries were reported. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.